Event description:
It was reported that the patient entire ams 800 artificial urinary sphincter was removed and replaced with a new system when the doctor noticed a deflated balloon with no apparent leak found in the system.

Manufacturer narrative:
Product analysis showed functionality of the device was as designed. The product record review indicated that the product met all in-process specifications prior to leaving boston scientific and the reported events do not represent an unanticipated event. The investigation conclusion code of no problem detected was chosen due to the device condition, and successful functional testing. Based on the results of this investigation, no escalation is required. Product analysis did not confirm a component malfunction. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Review of the complaint information and the directions for use IFU, ams 800, did not reveal any evidence of device off-label use or failure to follow instructions; therefore, no updates to the document are required at this time. The ams 800 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 800 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required.

Event description:
It was reported that the patient entire ams 800 artificial urinary sphincter was removed and replaced with a new system when the doctor noticed a deflated balloon with no apparent leak found in the system.